Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that there was a step change in the right ventricular (rv) lead tip to coil impedance and readings were now high. Thresholds had also increased and were now high. The patient is scheduled to be seen. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.